Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch # 2032227-2015-56061.

Event description:
The customer reported via telephone call that the insulin pump screen was damaged and looked like a shark was swimming across it. The customer reported possibly having sweat on the insulin pump. The customer did not recall the blood glucose reading at that time or how the damage occurred. The customer was already disconnected from the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.